Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported she noticed her screen was fogged up. Customer stated it looked like moisture or liquid was inside the screen but not in the outside of her device. Customer was unaware how moisture got inside the device. Customer's blood glucose was 126 mg/dl. Customer stated she wear the device underneath her shirt. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
No moisture under lcd display screen or noted. No moisture damage on electronic, motor, vibrator and battery tube assembly during visual inspection. The device had minor scratched lcd window and cracked reservoir tube lip.